Event description:
It was reported that during a cryo ablation procedure, system notices had occurred indicating that the refrigerant delivery path was obstructed. The system notice was cleared when another notice occurred indicating that the refrigerant delivery path was obstructed. Then, it was noted that the patient experienced hypotension. An echocardiogram was conducted and a pericardial effusion was confirmed. A pericardiocentesis was performed by the physician but the patient remained unstable. It was noted that the surgeon was then notified of the event and the patient's chest was opened. A clot was removed from the patient's right atrium and the patient stabilized. Also, the surgeon stated that no dissection or puncture was found on right or left side of the heart. The procedure was aborted and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device, mapping catheter 990063-020, and data files were returned and analyzed. Data files showed a system notice unrelated to the reported adverse event. Visual inspection of the mapping catheter showed the tip/loop section was intact with no apparent issues. The hypo tube shaft was kinked at multiple locations; there was no report of the shaft kink and most likely was a result of shipping handling. Product analysis findings do not indicate a manufacturing related defect. The lot number is not available. A clinical issue was encountered during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.